Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the unit is loud was confirmed. An assessment was performed on the device which found that the device made a loud, unusual noise during use, and the device failed the temperature assessment (actual reading: 119 degrees fahrenheit at 5 minutes 0 seconds; specification:(B)(4)). It was noted that the drive shaft was broken. It was determined that this was the cause of the heat and noise. It was further noted that the flex circuit was cracked and damaged, and the motor was worn. It was determined that the assignable root cause of the broken drive shaft was use of excessive force, further defined as abuse, misuse, and possible user error. It was determined that the assignable root cause of the flex circuit was cracked and damaged is due to normal wear over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during pre-surgery testing it was observed that the motor device was loud. During in-house engineering evaluation it was found that the device made a loud, unusual noise during use, the device failed the temperature assessment, the drive shaft was broken, the flex circuit was cracked and damaged, and the motor was worn. There was no patient involvement reported. It was reported that there was no delay in a scheduled procedure as an identical spare device was available for use. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. The exact date of the event is unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.